Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient developed severe heterotopic ossification so he removed the head and liner to have better access to the hip to remove as much abnormal bone growth as he could. He removed the stem also and replaced with stem/head with a competing product. Original implant date unknown. Doi: unknown, dor: (B)(6) 2020, left side.